Manufacturer narrative:
Device evaluated by MFR. : the synergy xd mr us 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end in a lifted state. The undamaged crimped stent outer diameter was measuredand was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified diagonal artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and one of the struts on the distal end of the stent was found to be bent. The procedure was completed with no patient complications reported.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified diagonal artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and one of the struts on the distal end of the stent was found to be bent. The procedure was completed with no patient complications reported.